Event description:
A report was received that the patient was experiencing pain at the ipg and lead sites. It was tender to palpation over the ipg and lead incision sites. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg and lead sites. It was tender to palpation over the ipg and lead incision sites. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-50, serial #: (B)(4), description: artisan surgical lead, 50cm.